Event description:
It was reported that almost 2 years post direct stenting of a 4.0x15mm xience v stent in the de novo mid right coronary artery (mrca) and direct stenting of a 4.0x28mm xience v stent implanted in a restenosed 4.0x15mm vision stent in the proximal right coronary artery (prca), during an unrelated hospitalization, the patient experienced angina. Cardiac work-up was negative; however, per angiogram, the stents were found to be totally occluded. No intervention was performed as the patient has collateral support. Medical management is the current plan. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of angina and restenosis, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. It was reported that the xience v was delivered without pre-dilatation (direct stenting). It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. In this case, the lack of pre-dilatation does not appear to have directly caused or contributed to the reported patient effect that occurred after the index procedure. The other xience v and vision stent are being filed under seprate MFR numbers.